Event description:
Account reports: clinician experienced skin irritation during a glove evaluation. Clinician reports redness around the cuticles of her fingers and hands are dry and cracked. Her hands usually get better after being off for 4 days. She scrubs using a triclosan product and she admits that the number of hours a day she wears gloves will vary. The evaluation of this product has been going on for three weeks.